Manufacturer narrative:
Concomitant medical products: 4968-35, lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their cardiac resynchronization therapy defibrillator (crt-d) had "one false reading" that was related to a shock. The crt-d remains in use. No patient complications have been reported as a result of this event.